Manufacturer narrative:
Cts recommended to the customer that they not use cartridge chemistry side. Cts generated a service request. A bci field service engineer performed the following: found no level sense bead on probe b and replaced level sense bead, reinstalled probe, and performed alignments. Primed and ran a/b level sense test and observed for leaking; fse found no leaks. Calibrated bun, and noticed cuvette failed water blank; found reaction wheel wet and cuvette wash vacuum probe number 1 was not fully aspirating. Replaced wash/vacuum probes 1 and 2 and were still not fully aspirating. Removed v4 from manifold and cleaned and reinstalled; all wash/vacuum probes now fully aspirating. Cleaned reaction wheel and all cuvettes, reinstalled wheel. Customer ran qc, and noticed a slight drip at reagent probe b home location. Fse replaced collar wash vacuum valve and a/b valve.

Event description:
A customer contacted beckman coulter inc. (Bci) customer technical support (cts) to report reagent probe b leak onto covers. No injury or exposure to the fluid was reported.